Manufacturer narrative:
Per customer, internal controls were within specifications. Patient samples were not saved. No other incident has occurred since this incident and the remaining test devices are still being used by the hospital. The customer sent unused test devices to bec and 8 devices were received on (B)(4) 2012 and testing was performed. Retain devices and customer returned devices from lot hcg1070253 were tested with target positive and negative serum controls, and clinical negative serum sample. There was no failure observed. The devices performed as expected. Therefore, the complaint could not be confirmed.

Event description:
A customer contacted beckman coulter inc. (Bec) regarding discrepant negative (-) urine test results. The patient's urine sample gave a negative (-) result when tested with the icon 25 hcg test kit while the serum qualitative result was positive (+). Patient's serum was quantitated and gave a negative result at zero (0). The urine qualitative and serum quantitative tests were done by one staff while the serum qualitative test was done by another staff, but all tests were done on the same day within the same hour. The patient gave a strong positive (+) with serum on mononucleosis screening when tested in one of their clinics. The erroneous results were not reported outside of the laboratory and there was no affect to patient with regard to this event. Patient was determined as not pregnant following the serum quantitative test.